Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Foreign: (B)(6). Customer has indicated that the device will be returned for investigation and repair. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the skin was caught in barrel. Event occurred during surgery. Alternative device was used to complete the surgery. There was no harm, no delay reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the skin was caught in the barrel. The customer returned a skin graft mesher device, serial number: (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number: (B)(4) once as documented in the repair reports in livelink. The last repair was february 7, 2017 where it was reported that the clips would not release so they could not add rotating blades and the spring, comb, shoulder bolts, cap nut, belleville washers and 1.5:1 cutter were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet australia on october 4, 2018 revealed that the pre-testing could not be performed due to the bent comb. The handle's gear was jammed in the housing and was not able to be removed. The shoulder bolts, washers and cap nuts were all worn. The bottom roller and bottom roller gear were also damaged. The sterilization case was modified. The 1.5:1 cutter failed to produce a passing sample mesh. Repair of the skin graft mesher was not performed by zimmer biomet australia on november 28, 2018 due to the customer requesting the device be returned unrepaired. The reported event was confirmed since during product review the comb was bent and the roller/ roller gear were all damaged which could cause the skin to get caught in the device. The root cause of the skin being caught in the barrel could not be determined with the provided information since it is unknown how the components became damaged. The customer had the device returned without any repair being performed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.